Event description:
It was reported that the device was thought to have had a power on reset but it was later discovered that the power on reset did not occur and evidence of data corruption was present. There was also evidence that the measurement system was not working properly. It was further noted that the memory of the device had been damaged severely. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) this device was returned after 75 months for erroneous measurements of lead impedance and battery voltage. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Preliminary analysis revealed an elective replacement indicator (eri) condition. Performance data was returned, analyzed and revealed that there was a measuring problem with a data corruption issue.